Event description:
This rv lead was implanted on (B)(6) 2007. And was explanted on (B)(6) 2011. The lead failed. Patient received several shocks and atp. There was noise on the lead. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).